Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device is leaking oil from the ball and hinge joint. It is noted the device was received pressurized. A functional evaluation revealed the device was delayed in its pressurization but passed the 30 pound weight test. Further investigation revealed the piston migration was at 3.0 inches. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors which could have contributed to the reported event include a seal failure that can result in the loss of oil and prevent the device from properly pressurizing and maintaining position. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a right shoulder arthroscopic rotator cuff repair, subacromial decompression and biceps tenodesis, one (1) spider 2 tenet loss traction in the middle of case, it had a sudden collapse, while the instruments were inside of the patient. It would turn on but the arm was not moving at all. The procedure was resumed, after a delay of 15-20 minutes, with a change in the surgical technique, the second scrub for the case was able to hold/manipulate the operative arm. No injury was reported as a consequence of this issue.